Event description:
The manufacturer received information alleging a vent service required alarm occurred during use of a trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error code related to the devices power was found in the error log. The device's system board was replaced to address the issue. Additionally, the flow sensor was replaced due to dirt observed, and the inline filter was replaced due to damage. Performed final test, battery check, valve check, run in tests and cleaning which confirmed the unit operated properly. The software version was upgraded from 1.06.05.00 to 1.06.10.00.